Manufacturer narrative:
On december 26, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On march 11, 2024, mentor received additional information indicating that the patient was also diagnosed with bilateral breast ptosis. The patient underwent bilateral breast implant removal and replacement with the following devices: (left) 450cc mentor memorygel boost breast implant, catalog: smpb450, lot: 9983296, sn: (B)(6) and (right) 450cc mentor memorygel boost breast implant, catalog: smpb450, lot: 9919798, sn: (B)(6). On mrch 13, 2024, the mentor failure analysis lab received the device for evaluation. On march 15, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mm 440cc breast implant was found to be ruptured. In addition, siltex cracking was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. This medwatch form is for the left breast prosthesis. Ptosis on the right breast/implant will be reported under mrn: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 440cc mentor memoryshape breast implants. Post-operatively, the patient was diagnosed, via mammogram, ultrasound, physical examination and MRI, with left breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.